Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was spinal pain indications. The patient reported that it was taking a long time to connect to their pump to deliver a bolus. They said it takes 22-26 minutes to receive the settings and an additional 12-14 minutes for it to activate. The patient stated they have been having this issue for the last 8-10 months. The patient stated they get 4-5 bolus a day. The agent assisted the patient with clearing data on the handset and re-setting the devices and closing out all apps and the patient said the handset was still stuck at 90%. The issue was not resolved through troubleshooting, so a request was sent to the repair department to replace the communicator. The agent reviewed with the patient that if the new communicator did not resolve the issue, the patient would need to consult with their healthcare provider for next steps. The patient called back on (B)(6) 2025 and stated that the issue did not resolve after the communicator was replaced. The agent then walked the patient through clearing data again and this time the issue resolved.